Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix was extended prior to implant and the helix could not be retracted. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.